Manufacturer narrative:
Details of complaint: the customer reported that patient data was not sending to cerner (emr system). A power outage occurred earlier that morning and a ups had been drained of power and a power strip had been burned out, so the devices were not powered on. No patient harm or injury was reported. Investigation summary: during troubleshooting, it was identified that due to a power outage, the battery of the ups had drained, and a power strip had burned out. The customer reconnected the ups to a power source, which resolved the issue. All monitors were back online, and the vitals started to transfer to the emr. Based on the available information, the most probable cause of the issue is power loss due to a power outage. There was no known malfunction of a nihon kohden device. The issue was due an environmental issue (power loss).

Event description:
The customer reported that patient data was not sending to cerner (emr system). A power outage occurred earlier that morning and a ups had been drained of power and a power strip had been burned out, so the devices were not powered on. No patient harm was reported.

Manufacturer narrative:
The it / is person from the customer site reported that the patient data was not sending to cerner (emr system). Nihon kohden computer information technology systems support (cits) & bridge team found that some monitors were not sending vitals to emr. They figured out which group it was, and the biomedical engineer figured out where those monitors resided, and where they connected to the monitoring network. They had a power outage earlier that morning and a ups had been drained of power and a power strip had been burnt out. This cause the issue with the data not sending to the emr as the devices themselves were not sending data as they were not powered on. They reconnected the ups to power and got all the monitors back online. User confirmed that the vitals were flowing to the emr again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The it / is person from the customer site reported that the patient data was not sending to cerner (emr system). Nihon kohden computer information technology systems support (cits) & bridge team found that some monitors were not sending vitals to emr. They figured out which group it was, and the biomedical engineer figured out where those monitors resided and where they connected to the monitoring network. They had a power outage earlier that morning and a ups had been drained of power and a power strip had been burnt out. This cause the issue with the data not sending to the emr as the devices themselves were not sending data as they were not powered on. They reconnected the ups to power, and got all the monitors back online. User confirmed that the vitals were flowing to the emr again. No patient harm was reported.